Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.